Event description:
Medtronic received information regarding an imaging system being used in a ortho (tha and tka). It was reported that the system was unable to expose. The site started to do anterior posterior (ap) and lateral spins. They received and error message that said watch gantry. They cleared the error message placed imaging system around the patient and started to take the spin. It stopped exposing after two slices. The site did not note any error messages at that time. The site used a different imaging system to complete the case. There was a reported delay of 30 minutes. There was no reported impact to the patient.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. They were able to replicate the issue as the system would not take scout shots or 3d scans. It would fail after 5 seconds with 3d. The voltage was holding steady at 395 volts, 5.11 volts on the power supply. The umbilical cord was intact and connected. They logged into the remote desktop and established the image acquisition system (ias) connection and the desktop appeared normal. They rebooted the system and performed scout 2d scans. Continued this four times with 3d scans and no issues were seen. Tested both hand and foot switches and no issues were seen. System ready for clinical use. The probable cause of the reported issue was that there was a miscommunication between the mobile view station (mvs) and ias. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.